Event description:
The user facility reported that a patient on impella cp support had ventricular tachycardia/fibrillation requiring one shock. An echocardiogram was done for placement after shock and no adjustments was required. Flow saturation was also noted that same day. Tissue plasminogen activator was initiated. Additional information was provided that the patient continued to deteriorate and required more pressor/inotrope support. As a result, the family decided to withdraw care. The patient expired shortly after. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.